Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Add'l info received from the customer on july 1, 2015. The customer reported it was user error. The resident pinned an artery hence the bleeding. The mayfield did not stopped as first believed. No other info was provided.

Event description:
It was reported that the doctor had pinched the skull clam on the patient releasing the clamp. The pins caused injury tot he patient's scalp. No other information was available at this time. The neuro coordinator stated that the patient had gone home. Additional information has been requested.